Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices remained implanted. Additionally, the device specific identification information was not provided, precluding a review of the device history record.

Event description:
A pt with equinoxe shoulder components was reported to have had rotator cuff tendinitis. This event was reported through clinical data collection. Primary surgery was on (B)(6) 2011.